Manufacturer narrative:
Follow-up # 1 date of submission 11/09/2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately and had normal spring back and click. During investigation, evidence of a mild white residue was found under all key contacts. No other defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the up arrow and down arrow keypad buttons were intermittently unresponsive and cancelling boluses without any button presses. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump clipped to a pocket and cleaned the pump with a damp cloth. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.